Manufacturer narrative:
Updated information: d4 catalog number updated. H6 clinical code changed from e2403 to e060102, med dev prob code added a140508, and changed impact code f26 to f12.

Manufacturer narrative:
B3 has been updated from 2/19/26 to 2/28/26.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that purge fluid was coming out of the catheter close to the filter. The purge flow had not changed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the fluid leak issue could not be determined without sufficient clinical details. The cause of the low or blocked pump flow issue could not be determined without sufficient clinical details and complete data log review.

Manufacturer narrative:
D6b: explant day, month and year. H6: medical device problem code added. Additional information was received from the complainant reporting the device is being returned.